Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that a heater fuse on the device tripped while in use on a patient. No information was provided as to whether a replacement was used. No reported patient injury. (B)(4).